Event description:
The customer reported that cell #2 of biotestcell 3 yielded false positive antibody screening test results with solidscreen ii on tango. The customer had neither returned the supposedly defective product nor the patient samples that had caused false positive test results. At the time we received all information of the customer, the supposedly defective product biotestcell 3 was already expired. Therefore, a testing of the retained sample was not possible. Testing by our quality control laboratory was not possible because the allegedly defective lot of biotestcell 3 was already expired. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. We had no further complaints related to this lot.

Manufacturer narrative:
This is our combined initial and final report on this incident.